Manufacturer narrative:
Investigation found damage to the top housing along with corrosion on the battery stacks and pcb. Could not determine when the housing damage occurred. Investigation found a leak coming from the hole in the unexposed portion of the soft cannula. Cause of hole could not be determined. Omnipod insulin management system ¿ user guide, model: ust400 , 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients bg levels reached 400 while wearing the pod from 1 to 4 hours. Device was found to have a hole in the cannula.